Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address a broken stem extension.

Manufacturer narrative:
UDI# (B)(4). The complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 20 october 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information that would change the existing MDR decision. The complaint was updated on: 13/11/2015.